Manufacturer narrative:
(B)(4). The product code information provided with initial report was incorrect. The correct information has been provided in this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level and diabetic acidosis on (B)(6) 2021. Customer had blood glucose level of 29.8 mmol/l. Customer was treated with insulin drip. Customer had blood glucose level of 18 mmol/l. Customer was alleging insulin pump for under delivering because customer had high blood glucose level. Customer declined to check air bubbles and leak. The insulin pump will not be returned for analysis.